Event description:
It was reported that, "the surgeon did a l4-s1 fusion surgery on this patient in 2006. Several months after primary surgery, it was noted on xray, one of the s1 screws had broken. The screw had broken below the level of the bone (not just below the tulip head). The surgeon revised the case in 2007, replacing the broken s1 screw. The broken proximal end of the screw was taken by the hospital for "review" and is not available at this time. The distal end of the screw was left in the s1 pedicle.

Manufacturer narrative:
The device is unavailable for evaluation. Additional information has been requested and if received will be supplied on a supplemental.